Event description:
Per complaint (B)(4), a lot check was initiated to address an incorrect sub-component healing collar for a dental implant found during packaging. The engineering drawing specification called for a magenta anodizing color, but the reported parts were found to be anodized as gold and mixed with other parts during the manufacturing process.